Event description:
It was reported the ipg has been unable to communicate with the charger. As a result, the patient lost stimulation. The patient is scheduled to meet with an sjm representative to troubleshoot the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.